Event description:
On (B) (6) 2008, the patient reported that on (B) (6) 2008 she attempted to insert a new infusion site into her abdomen and she noticed some resistance. She stated that she removed the infusion site and saw that the introducer needle was bent. She straightened the needle and cleaned it with alcohol and attempted to reinsert it. The introducer needle became bent again. She was advised against reinserting infusion sites. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.